Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the event log analysis shows that the device presented several alarms indicating the ventilator was unable to increase the pressure as needed due to a significant leak, even after adjusting the phigh alarm and parameters to higher levels. This was evidenced by the low tidal volume, maximum leak compensation, and inspiratory volume limitation alarms. However on the date of event, the errorlog analysis showed no particular error messages, only confirmed the service activities on the reported date of event. The root cause was determined to be a application usage error. No corrections were made and no parts were replaced. As part of the preventive maintenance, the software was updated to the latest version and the device passed all the service software tests. In this case the investigation and logfile analysis could not detect any device malfuction. Nevertheless, the user had to replace the ventilator which - in a worst case - could have led to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable. There was no patient harm

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: user message: ventilation problems with simvp in an unstable ventilation situation. Switching to asv and duopap did not change anything. According to the person involved, despite increasing the phigh alarm (and parameters) to up to 60 mbar, the required inspiratory pressure was not administered as needed, but was already interrupted at 30 mbar. Device had to be replaced immediately due to unstable patient situation. Device is newly upgraded and testing was error-free from the local medtech.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: user message: ventilation problems with simvp in an unstable ventilation situation. Switching to asv and duopap did not change anything. According to the person involved, despite increasing the phigh alarm (and parameters) to up to 60 mbar, the required inspiratory pressure was not administered as needed, but was already interrupted at 30 mbar. Device had to be replaced immediately due to unstable patient situation. Device is newly upgraded and testing was error-free from the local medtech.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.